Manufacturer narrative:
The reported events of helix bent and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination of the lead found the helix was extended/bent which was consistent with procedural damage and was clogged with blood/tissue. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and the damaged helix consistent with procedural damage and the cause of the reported event of helix bent was isolated to the damaged helix consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead failed to extend and retract the helix. Additionally, the lead bent while the physician maneuvered during the lead implantation. The right ventricular lead was not used and replaced. The patient was in stable condition.